Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no.". The patient's concurrent conditions included diabetes and crohn's disease. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fluid imbalance ("fluid imbalance upon attempted coil insertion"). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced fallopian tube spasm ("right tubal spasm") and complication of device insertion ("failure to occlude fallopian tube(s)/failed essure on right side"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and cystitis ("bladder/urinary problems: bladder infection"). The patient was treated with infliximab (remicade), insulin and surgery (supracervical hysterectomy uterus only), unilateral salpingectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain had resolved and the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, cystitis, fallopian tube spasm, fluid imbalance and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube spasm, fluid imbalance, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6)2011, (B)(6)2011. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, bladder infection. Failed essure on (B)(6)2011 on right side due to tubal spasm. Essure coils were used, but none were placed successfully and were discarded. There was noted to be 3 coils on the left and n/a coils on the right. Patient tolerated procedure well, but the spasm of the right tube would not allow placement of essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs +mr received. New events added: right tubal spasm and fluid imbalance upon attempted coil insertion, failure to occlude fallopian tube(s). Outcome of the event pelvis pain was updated to recovered/resolved. Concomitant conditions, reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and cystitis ("bladder/urinary problems: bladder infection"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2011, (B)(6) 2011. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, bladder infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, bladder infection, device monitoring procedure not performed. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.